Event description:
It was reported that during a low anterior resection procedure, the device was fired once and the proximal staple line was well formed, but the distal staple line could not be visualized. When another device was inserted, the distal staple line broke apart. The procedure was finished with suture and the case time was extended at least 30 minutes. There was no reported pt consequence.